Event description:
Alleged event: during inspection and functional testing the balloon did not inflate. There was no patient involvement.

Manufacturer narrative:
The device sample has not been returned to the manufacturer at the time of this report therefore, the customer complaint cannot be confirmed through proper investigation and determination of the root cause. The manufacturer will continue to monitor and trend related complaints.